Manufacturer narrative:
Concomitant product(s): a 1000ml b.braun ndc 0264-7800-00, lot j6h344, exp 12/18, 0.9% sodium chloride injection; a 100ml b.braun ndc 0264-151031, 5% dextrose, 1g vial ceftriaxone ndc 25021-106-67; non-cfn bag access; therapy date (B)(6) 2016. The customer¿s report that the secondary infusion of ceftriaxone programmed to infuse over 30 minutes at 100ml/h finished in 10 minutes could not be confirmed. Inspection of the module found the instrument seal missing; the door, platen assembly, membrane frame assembly, pivot latch screw, latch assembly and sear had no functional issues observed that may have contributed to the reported incident, and there was no stickiness observed with the occluder fingers. Visual inspection of the disposable primary and secondary sets revealed no anomalies. Analysis of the associated pcu event log showed that at 10:06am on (B)(6) 2016 ceftiaxone 1gram/50ml was programmed to infuse as a secondary at 100ml/h with a vtbi of 50ml. The pump module alarmed for air in line (ail) a minute after the infusion started; the alarm was addressed and the infusion was restarted. Another ail alarm occurred 10 seconds later; the infusion was paused, and the safety clamp was opened for 26 seconds. A minute later the safety clamp was opened again for 7 seconds and another minute later the safety clamp was opened for 3 seconds. The infusion then continued until 10:30am when the module was turned off, which shut down the system. The system recorded the volume infused to be a total of 33.148ml from the programmed 50ml. Testing and inspection of the returned infusion system found no malfunctions and the system to be infusing within specification. Testing of the disposable setup configured for primary and secondary test infusions revealed no leaks and found the back check valve to be functioning properly with no back flow occurring after a one hour test. The root cause that the secondary infusion of ceftriaxone programmed to infuse over 30 minutes at 100ml/h finished in 10 minutes was not identified but the log analysis did note the safety clamp was detected open for an accumulated recorded duration of 36 seconds, which may have contributed to the customer¿s reported experience.

Event description:
The customer reported that a secondary infusion of ceftriaxone 1 gram/50 ml was expected to infuse over 30 minutes at 100 ml/h but finished in 10 minutes. There was no patient harm.